Event description:
Urologix rec'd a medwatch report form from the FDA on 01/10/2001 (mw1020463). Urologix did not receive enough information from the medwatch report (mw1020463) to investigate this event further.